Event description:
The customer reported having low blood glucose. The customer's recent glucose reading was 110mg/dl. Troubleshooting was performed. The customer stated that he had a back surgery four weeks ago, but the insulin pump was not exposed to MRI or areas with high magnetic fields. Ran a displacement test and passed. The customer stated that she filled the reservoir with 100.0 units of insulin and the states screen shows 230.0 units left. The customer feels that the insulin pump has been delivered more insulin then he should be taking. Advised the customer that the device will be replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.